Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - image issue due to a faulty electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicated that delamination is observed in the imaging unit and specified resolution is not being achieved was found. It was determined that the charged coupled device needed to be replaced. There was no patient involvement.